Event description:
During a cybersecurity upgrade, it was noted that the device went into backup mode. The firmware software was downloaded to resolve the event, and the device was upgraded successfully. The patient was stable with no adverse consequences reported.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a cybersecurity upgrade, it was noted that the device went into backup mode. The firmware software was downloaded to resolve the event. Further information was requested but not yet received.